Event description:
I used renu with moistureloc contact lens saline soluction from 03/01/98 through 04/05/06. I went to ER on 04/05/06 with eye pain and discomfort and diagnosed with corneal infection along with corneal scarring. I am presently taking vigamox antibiotic and still under continuity of medical care. My vision in my right eye is still blurry, sensitive to light and painful. I may be required to have further treatment or therapy from this injury. Examined with slip lamp along with fluoresceine dye uptake.